Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred.it was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be no communication gap in logs. No additional event information is available.